Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b5: during processing of this incident, further information regarding event details was requested but not received. Section b3: date of event is estimated. Section d6b: date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient stated that patient underwent a replacement procedure wherein the ipg was explanted and replaced with a boston scientific ipg at an unknown date and for an unknown reason. It is unknown whether the entire system was replaced. No further information was provided.